Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. It was determined that b3 and g3 were incorrectly reported and should have been 02/07//2022. The manufacturer received new information indicating underlying health conditions as well as patient name. There was no report of patient harm or injury.